Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during a radical resection of colon cancer, while on the rectal tissue, the device was unable to be fired, handle could not be squeezed. There was poor staple formation and the staple line was incomplete. To resolve the problem, the physician hand sewn the staple line. A new device was used in order to complete the case. No harm was caused to the patient.